Event description:
It was reported that it appeared the rectal probe had dislodged on the arctic sun device. The nurse was concerned about the water temperature. The target temperature was 36c, patient temperature was 37.2c and water temperature was 39c. Currently, the water temperature was reading 22.5 c. Nurse verified with a secondary temperature source. Mss explained to the nurse that the device needed a couple of minutes to change the water temperature once the temperature source was adjusted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that it appeared the rectal probe had dislodged on the arctic sun device. The nurse was concerned about the water temperature. The target temperature was 36c, patient temperature was 37.2c and water temperature was 39c. Currently, the water temperature was reading 22.5 c. Nurse verified with a secondary temperature source. Mss explained to the nurse that the device needed a couple of minutes to change the water temperature once the temperature source was adjusted.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that it appeared the rectal probe had dislodged on the arctic sun device. The nurse was concerned about the water temperature. The target temperature was 36c, patient temperature was 37.2c and water temperature was 39c. Currently, the water temperature was reading 22.5 c. Nurse verified with a secondary temperature source. Mss explained to the nurse that the device needed a couple of minutes to change the water temperature once the temperature source was adjusted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.